Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room due to hyperglycemia on (B)(6) 2018. The customer blood glucose level was 446 mg/dl. The customers blood glucose level was 260 mg/dl at the time of incident and the patients blood glucose level is 229 mg/dl. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the had high ketones and was coming down very slow and was vomiting. The customer was treated with insulin drip and manual injection. The insulin pump will not be returned for analysis.